Manufacturer narrative:
The user indicates the reported patient burn was due to user error. The location that the grounding pad was placed on the patient had not been prepped per IFU recommendations. There was no performance issue with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Return of the product, additional procedural information, and patient information was requested but not received. A device history record review was not possible as the batch number was requested but not provided. Based on the information received, the cause of the reported second degree patient burn could not be conclusively determined.

Event description:
Related manufacturing reference: 3002953813-2019-00027. Following a lumbar radiofrequency ablation procedure a patient burn occurred. The burn was located at the grounding pad site. The patient received a prescription to treat the burn and was stable.